Event description:
The customer reported that the primary IV set alarmed with occlusion upon starting an infusion. The nurse was unable to clear the alarm, removed the IV set, and noticed that the silicone segment had ballooned. The customer reported no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection of the received set noted that the ballooned area still remained at the bottom portion of the silicone pump segment, just above the lower fitment. During functional testing, the ballooning of the silicone segment on the IV set was able to be reproduced during priming, gravity infusion, and pump infusion programmed for 125ml/hour. Before each test the ballooning was deflated. During the functional test on the pump, the pump alarmed 'occlusion' just after starting the infusion. The IV set was inspected and the ballooning of the silicone segment reappeared in the same location. After verifying that there were no other occluded areas along the IV set, the infusion was restarted and the pump began to alarm again, and the same ballooning reappeared. The root cause of the customer¿s report of ballooning in the silicone segment could not be determined.